Event description:
The customer reported that the compressor is not coming on when wall air is disconnected. No pt involvement.

Manufacturer narrative:
(B)(4). The carefusion field service technician evaluated the ventilator and observed a locked rotor in the event log. Replaced compressor and verified performance. Ventilator passed all performance checks.